Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter had a hole and leaked blood. The following information was provided by the initial reporter: they put in the vps and every thing is fine, then they put the luer lock device white on, and there is a little hole in it where it is running from.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter had a hole and leaked blood. The following information was provided by the initial reporter: they put in the vps and every thing is fine, then they put the luer lock device white on, and there is a little hole in it where it is running from.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the customer verbatim, the probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. CAPA#4710247 has been initiated to address this issue.